Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged and that there was "rust" in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission: 13-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked at the threads to the left side of the grip pad down to the seal. No evidence of moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no moisture was found. The original complaint of moisture corrosion/rust was unable to be duplicated. The original complaint of a cracked/damaged battery compartment was confirmed.